Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Because of poor progression with her implant, an integrity test was performed on this pt. Using appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantatable surgery is scheduled for 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.